Manufacturer narrative:
Conclusion code: cause traced to packaging.

Event description:
Per complaint (B)(4), an abutment base of the wrong size was in a correctly ordered package. The problem was discovered while unpacking. There was no patient involvement.

Manufacturer narrative:
Follow-up submission is to correct part number to 6050-30cb and conclusion code. Conclusion code: cause traced to packaging 6050-35cb abutment was received in 6035-30cb packaging.